Event description:
It was reported that a device was used during a low anterior resection. The surgeon could not cut the tissue with the device. Surgeon completed the case with hand suture. There were no consequences to the patient.